Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the rear response button being contaminated. The cause of the inability to activate the monitor is the contaminated response button. Additionally, the monitor displayed a service code 204 (belt/monitor unusable) due to contamination on the belt receptacle causing intermittent connection. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and a monitor's response buttons were not functioning.